Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The high glucose alarm did not sound and the customer was unaware of changes in glucose levels. As a result, the customer experienced a loss of consciousness and was unable to self-treat, requiring unspecified hcp treatment for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer refused to return the device(s). A valid serial number has not been provided for the sensor. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The exact date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event as the customer stated the event occurred "a year and a half ago". The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. The following sections have been updated: b2 - outcomes attributed to ae. B5 - describe event or problem. B6 - relevant test/laboratory data. B7 - other relevant history. H6 - adverse event problem, health effect - clinical code, health effect - impact code. H11 - additional mfg narrative. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer reported that approximately a year and a half ago, the high glucose alarms did not sound although it was set to alarm above 10 mmol/l. The customer reported that they experienced hallucinations upon waking up in the morning, felt disoriented, and subsequently lost consciousness. They were taken to the hospital, where a healthcare professional measured their glucose level at 62 mmol/l and diagnosed them with hyperglycemia. The customer was then admitted to the hospital and was allegedly in a coma for the next three and a half months, stating that they were "in and out of consciousness". The customer additionally reported they experienced heart damage and recently required an operation for their heart issue. It was noted that the customer had been taking prednisone at the time of the event, a corticosteroid known to elevate the risk of hyperglycemia, in additional to other various unspecified medications. Additionally, the customer reported a history of heart disease. Adc received additional information from the customer, who reported that they are now unable to walk, necessitating the use of a wheelchair. The customer also reported that they had a stent placed through their heart valves and were put on various heart medications. Per the information provided by the customer that they were taking prednisone at the time of the event, which is known to increase the risk of hyperglycemia, and their previously reported health conditions, there is no information to reasonably suggest that the adc device caused the customer's reported heart damage and subsequent need for a wheelchair.